Event description:
In an attempt to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery. The left main artery was dissected. The dr reported that the tuohy-borst valve would not remain secure. Ventricular fibrillation occurred dopamine and epinephrine were administered. The pt was cardioverted and placed on an intra-aortic balloon pump. The pt was sent to emergent CABG and subsequently expired during the procedure.